Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a cartridge alarm 1 occurred during a bolus delivery. The customer's blood glucose level was 244 mg/dl. It was indicated that a correction bolus would be delivered. The customer had changed out the cartridge prior to contacting tandem technical support.